Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. During visual inspection moisture damage was noted on the electronics assembly, motor, vibrator, and battery tube assembly. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the customer went swimming with the insulin pump on. Customer's blood glucose was unknown. The device was fully submerged in water and the water is in the reservoir compartment. Cracks were noted on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.